Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in storage, the cardiosave intra-aortic balloon pump (iabp) touch screen digitalizer does not work. It does not allow any function to be performed. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: h10, h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the unit was hit and the pneumatic module and touchscreen. The fse replaced the touchscreen assy (0160-00-0123), the executive processor pcba (d670-00-0770), drive manifold (d104-00-0031), and the pneumatic module assembly (d997-00-1178). The fse then performed unit checkout. The unit passed all functional and safety tests and it was returned back to the customer and cleared for clinical use.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the unit was hit on the pneumatic module and touchscreen. The fse replaced the touchscreen assy, the executive processor pcba, drive manifold. The fse then performed unit checkout. The unit passed all functional and safety tests and it was returned back to the customer and cleared for clinical use.

Event description:
N/a.